Event description:
It was reported that the power supply cable was disconnected from the system. This would result in a no boot. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply cable was connected during the service call. The system was tested and found to be working as intended and put back into service.